Manufacturer narrative:
The operation history log indicates that the user programmed and accepted rate changes between 1 cc/hr and 125 cc/hr on the date of the incident. The pump was tested by the MFR and operated within specifications.

Event description:
The customer reported that the pump was being used for an fentanyl infusion at a rate of 10cc/hr. Then, the rate reportedly changed from 10cc/hr to 250cc/hr. The pt was not injured.